Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02457 and 0001825034.

Manufacturer narrative:
(B)(4). Concomitant product(s): m2a magnum taper adapter, p/n 139256, l/n 657100; unknown femoral stem. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02457.

Event description:
It was reported approximately 7 years post-implantation due to an unknown reason. During the procedure, the acetabular cup and femoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.